Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 0.021 ng/ml accompanied by a data flag and this value was reported outside of the laboratory to the doctor. The doctor did not trust the value and asked for the sample to be repeated. The sample was repeated twice, resulting as 0.006 ng/ml and 0.005 ng/ml. The repeat value fit the patient's clinical picture. The patient was not adversely affected. The troponin t reagent lot number and expiration date were asked for, but not provided. The field service engineer replaced the mixer paddle and pinch valve tubing. He cleaned the probes. He checked mixer speed, liquid level detection, and probe adjustments. He ran a system volume check. He ran performance testing and this was ok. Controls were run. The device was working correctly.